Event description:
The user facility reported that three patients developed vocal cord paralysis during procedures in which the trufreeze console system was utilized. All three patients were being treated with cryotherapy in the esophagus. User facility personnel confirmed all patients are currently "well".

Manufacturer narrative:
User facility personnel stated that one patient was being treated for dysplasia, another was being treated for an inlet patch (barrett's), and the third patient was being treated for a sarcoma. For two of the three patients, the paralysis subsided on its own. The third patient had to receive a tracheotomy. The log files for the trufreeze console system were reviewed and no abnormalities were noted. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.